Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pinnacle litigation records received. Litigation records alleges pain, injury, emotional distress, tissue and bone destruction, wear and excessive amounts of cobalt and chromium. Doi: (B)(6) 2004; dor: (B)(6) 2020 right hip.